Event description:
Info received indicates the bed exit system is arming, but there is no audible tone.

Manufacturer narrative:
The tech isolated the issue to a defective scale circuit board. He replaced the circuit board to repair the bed.